Event description:
It was reported that during a procedure to treat a 99% stenosed lesion in the mid right coronary artery, a perforation and dissection occurred. The 3.0 x 26 mm graftmaster stent delivery system (sds) was advanced for treatment, but could not cross to the perforation. The perforation and dissection were treated with pericardiocentesis. The patient was released back to the nursing facility with a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.